Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported failure to advance across septum was unable to be determined. It is likely that the reported torn sgc tip was related to the reported failure to advance across septum. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report device damage. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). The steerable guide catheter (sgc) was advanced to the septum where it was unable to cross. The device was removed and the tip of the sgc was observed to be frayed. A replacement sgc was then used to complete the procedure. There were no reported adverse patient consequences. No additional information was provided.